Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial#: (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins) implanted for non-malignant pain, complex reg pain syndrome type I. It was reported that patient was feeling stim sensation in her leg. When she lies down she feels stim in her leg even when stim is off. It occurs only occasional and in certain position and it feels different than the normal stim sensation. The patient said that this happened twice and then more consistent, only had stim for about a months. The caller stated that this seems to be related to the t-spine system that was implanted in (B)(6) and the issue started since that device was turned on at an appointment on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial# (B)(4), implanted: (B)(6)2019, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The cause was unknown. Rep has not heard from patient since and patient has not notified rep of further concerns.